Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an episode of hyperglycemia following correction of a low blood glucose, with glucose values rising to greater than 400 mg/dl for a few hours while using the ilet system; the infusion site was not changed, the patient disconnected from the device, and transitioned to subcutaneous insulin via manual injections, with subsequent return to normal glucose over time and additional troubleshooting and education provided. Symptoms included weakness. Outcomes included temporary discontinuation of the device, use of back-up insulin therapy, and remote caregiver support without hospitalization or professional medical intervention beyond routine clinical follow-up. Investigation included product support review, user troubleshooting, clinical education, and arrangement for further training. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with no confirmed device malfunction identified and a plan to trial a steel cannula infusion set. It was concluded that the event was user-reported hyperglycemia of undetermined cause with mitigation through back-up therapy and education.